Event description:
It was reported that during use of the affera mapping system during a left atrial ablation, a pulsed field ablation lesion was prematurely cut off and the procedure was temporarily interrupted. The pump reportedly stopped during use and the remote control was in use but not connected. The pump was turned back on immediately. The remote reportedly did not return to the expected black logo screen when disconnected and remained on the ablation preset screen. Pulsed field ablation audible noise reportedly continued in a muted manner after delivery was terminated, and the mapping screen displayed ¿ablation disabled.¿ the ethernet cable connecting the system to the remote was unplugged and, after the connection rebooted. The outcome of this case is unknown. It was further reported that following the ablation the patient experienced symptomatic right-hand weakness and a small stroke that was confirmed by imaging, wh ich required hospitalization. The symptoms reportedly resolved with no permanent injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00016 (serial: (B)(6); product type: 2004-mapping hardware product ID afr-00005 (serial: (B)(6); product type: 3295-pump product ID afr-00004 (serial: (B)(6); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.